Event description:
It was reported that the patient had a revision performed on (B)(6) 2012 because of the "implantable neurostimulator (ins) flipping, bulging out and causing pain." It was noted that the physician made the pocket deeper to help with this issue. The patient outcome was not provided. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the health care provider was unsure of the cause of the event. The reporter stated that there were no abnormal impedances in the operating room. It was noted that reprogramming was done, and there was no injury to the patient. It was reported that the health care provider was awaiting a call back from the patient regarding her current status. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v963080, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).